Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex¿ biliary rx uncovered stent was to be used to treat a malignant lesion in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous but had been dilated prior to stent placement. According to the complainant, the proximal end of the stent failed to expand after it has been deployed. The wallflex¿ biliary rx uncovered stent was removed from the patient using a rat tooth forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully deployed wallflex biliary rx uncovered stent and delivery system was received for analysis. A visual examination of the returned device found the inner shaft kinked. The stent was received fully expanded and was measured to be within specifications. No issues were identified with the stent. The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex¿ biliary rx uncovered stent was to be used to treat a malignant lesion in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous but had been dilated prior to stent placement. According to the complainant, the proximal end of the stent failed to expand after it has been deployed. The wallflex¿ biliary rx uncovered stent was removed from the patient using a rat tooth forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.